Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported stent dislodgment was confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for stent dislodgment reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during preparation of the 3.5 x 33 mm xience xpedition stent, the stent implant dislodged during removal of the protective sheath. There was no resistance during the removal of the protective sheath. The device was not used on the patient. Another 3.5 x 33 mm xience xpedition stent was selected. However, it failed to cross the lesion in the right coronary artery (rca) with moderate tortuosity and 90% stenosis, due to resistance with the anatomy. A non-abbott 3.5 x 32 mm stent crossed. No adverse patient effects were reported. There was no clinically significant delay of procedure reported. No additional information was provided.